Event description:
It was reported that a patient experienced peritonitis coincident with therapy for end stage renal disease (esrd). Therapy was on-going. As a result of the peritonitis, the patient experienced cloudy effluent. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the events. On the same day, an abdominal ultrasound was performed and revealed a peritoneal catheter tunnel infection. The patient was treated with ceftazidime, cefazoline and fluconazole for the events. At the time of this report, the patient was recovering from the peritonitis. The outcome of the catheter tunnel infection was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No cause could be determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was received related to this event. It was reported that therapy with ceftazidime, cefazolin and fluconazole was discontinued and the patient began treatment with linezolid. On a later date, treatment with linezolid ended and the patient was to start treatment with bactrim the next day. Should relevant additional information become available, a follow-up report will be submitted.